Event description:
Pt changed the infusion headset on (B)(6) 2011. Blood glucose elevated to 23 mmol/l (414 mg/dl) later in the night and was "hi" mmol/l the next morning. He delivered a bolus but this did not decrease his blood glucose. He removed the infusion headset and noticed there was no cannula on the adhesive. His mother checked his skin and did not see or feel anything. Pt felt sick and replaced the infusion headset. He did not require treatment from healthcare professional or second party to address the issue. Pt's condition at the time of the report was "good." Infusion set was requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.